Event description:
Customer reported receiving a button error alarm on the insulin pump. It was noted that the insulin pump may have been exposed to moisture from sweat. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform the displacement test due to no button response. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.